Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2023. The most recent information was received on 10-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced intermenstrual bleeding (seriousness criterion medically important), adenomyosis ("significant adenomyosis") and endometrial thickening ("thickened endometrium") and was found to have uterine leiomyoma ("multiple diffuse uterine fibroids in all areas"). No causality assessment was received for essure with regard to endometrial thickening, adenomyosis, uterine leiomyoma or intermenstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood follicle stimulating hormone] on (B)(6) 2022: cycle day: no more cycles follicle-stimulating hormone (fsh): 5.9 ui/l [haematocrit] on (B)(6) 2022: 26 % [haemoglobin] on (B)(6) 2022: 7.8 g/dl [investigation] on (B)(6) 2022: 1st hour sedimentation speed: 32 mm; [magnetic resonance imaging] on (B)(6) 2023: of pelvic: significant adenomyosis. Multiple diffuse uterine fibroids in all areas. No suspicious endometrial lesion. [Mean cell haemoglobin] on (B)(6) 2022: 18.9 pg [mean cell volume] on (B)(6) 2022: 63 fl [serum ferritin] on (B)(6) 2022: 3 g/l [ultrasound scan] on (B)(6) 2022: pelvic ultrasound/pelvis x-ray: the ultrasound examination showed an increase in the uterus size with a length of 95 mm. The myometrium is heterogenous with the presence on the anterior wall of a 16 mm diameter fibromatous image with submucous localization. Thickened endometrium. Absence of mass syndrome on both ovaries. Absence of pelvic effusion. The radiological verification of the essure device has an aspect without any right-left symmetrical particularity. Conclusion: globular uterus with presence on the submucous anterior wall of a 16 mm diameter fibromatous image. [Vitamin d] on (B)(6) 2022: 69 nmol/l. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced intermenstrual bleeding (seriousness criterion medically important), adenomyosis ("significant adenomyosis") and endometrial thickening ("thickened endometrium") and was found to have uterine leiomyoma ("multiple diffuse uterine fibroids in all areas"). No causality assessment was received for essure with regard to endometrial thickening, adenomyosis, uterine leiomyoma or intermenstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood follicle stimulating hormone] on (B)(6) 2022: cycle day: no more cycles follicle-stimulating hormone (fsh): 5.9 ui/l. [Haematocrit] on (B)(6) 2022: 26 %. [Haemoglobin] on (B)(6) 2022: 7.8 g/dl. [Investigation] on (B)(6) 2022: 1st hour sedimentation speed: 32 mm; [magnetic resonance imaging] on (B)(6) 2023: of pelvic: significant adenomyosis. Multiple diffuse uterine fibroids in all areas. No suspicious endometrial lesion. [Mean cell haemoglobin] on (B)(6) 2022: 18.9 pg. [Mean cell volume] on (B)(6) 2022: 63 fl. [Serum ferritin] on (B)(6) 2022: 3 g/l. [Ultrasound scan] on (B)(6) 2022: pelvic ultrasound/pelvis x-ray: the ultrasound. Examination showed an increase in the uterus size with a length of 95 mm. The myometrium is heterogenous with the presence on the anterior wall of a 16 mm diameter fibromatous image with submucous localization. Thickened endometrium. Absence of mass syndrome on both ovaries. Absence of pelvic effusion. The radiological verification of the essure device has an aspect without any right-left symmetrical particularity. Conclusion: globular uterus with presence on the submucous anterior wall of a 16 mm diameter fibromatous image. [Vitamin d] on (B)(6) 2022: 69 nmol/l. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.